Event description:
The patient was undergoing a coil embolization procedure in the varices using a ruby coil xl and a non-penumbra diagnostic catheter. During the procedure, while advancing the ruby coil xl through the diagnostic catheter, it became stuck and unintentionally detached inside the catheter. The catheter containing the detached embolization coil was removed. The procedure was completed using other ruby coil xls. It is unknown if the same diagnostic catheter was used to complete the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.